Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had ineffective stimulation. An x-ray was taken, confirming lead migration. Patient underwent surgical intervention on (B)(6) 2018, to reposition the lead. Therapy has been restored post-operatively.